Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that prometra ii pump was explanted due to error codes.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Visual inspection of the pump did not show any anomalies with the exterior of the pump. An inquiry confirmed the error codes observed in the complaint. An analysis of the internal components confirmed an issue with the module. A module test was performed. The module failed the test, and the results indicated that there was a failure within the detection circuit path on the module, which would explain the reported error codes observed. Continued evaulation of the module confirmed the cause of failure is due to chip enabled signal to the detection circuit not being controlled, meaning that the signal stays in one state. The cause of this malfunction is unknown. It is most likely due to an open path between asic to detection circuit path, or possibly due to a malfunction within the asic circuit. Internal complaint number: (B)(4).